Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported that the insulin pump was damaged. The customer's blood glucose level was 286 mg/dl at the time of incident. The customer stated that the reservoir ring piece broke off. Customer stated that the reservoir ring does lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.